Event description:
It was reported while infusing tpn in nicu, a pump was found to be shut down for no apparent reason. No reports of rns hearing alarms or shutting down the hardware. The customer stated "I believe that I determined that the device was shut down. I reached out and retrieved the key log entry for the unit associated with the patient." No patient harm was reported.

Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the (B)(6) 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿pump was found to be shut down for no apparent reason¿. Based on the crb review and the limited information provided no further investigation actions will be performed. The root cause for the reported issue that a pump was found to be shut down for no apparent reason was not determined because no product or device logs were returned. The reported issue that a pump was found to be shut down for no apparent reason could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient harm was reported. The device is used for treatment purposes. H3 other text : no product returned.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported while infusing tpn in nicu, a pump was found to be shut down for no apparent reason. No reports of rns hearing alarms or shutting down the hardware. The customer stated "I believe that I determined that the device was shut down. I reached out and retrieved the key log entry for the unit associated with the patient." No patient harm was reported.